Event description:
The pt who receives nocturnal dialysis in their home was awoken by the dialysis machine alarm. The red extension/connector had fallen out of the hard plastic fitting of the extension leg. The pt noted blood at the site, got out of bed and fainted. This is when it is thought that the blue extension/connector fell out as well.